Manufacturer narrative:
The retrospective analysis has not indicated any technical failures operation of the system. Treatment parameters were in line with the typical range. The system performance was found to be according to spec and as expected. No new risk was recognized.

Event description:
Three months after essential tremor treatment, patient reported persistent ataxia / gait disturbance and dysarthria. On july 20th, about four months after treatment, the treating physician reported that the patient's gait is not fully recovered but she continues to improve upon each follow-up. Also was mentioned by the treating physician that he does not see dysarthria as treatment-related based on the target location.